Event description:
It was reported that the right ventricular (rv) lead was t wave oversensing (twos). It was also reported that the physician believed the twos were likely related to scar formation and not lead functionality as the twos had developed over time. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2008. (B)(4).